Event description:
Reporter wore patch on back for 6 hours. After removal she felt burning on back and had 3 areas of redness and oozing where skin had pulled off with patch. She treated with antibiotic cream and covered area with bandages for one week. Scabs fell off in two weeks. She subsequently saw doctor who diagnosed as second degree burns. She is using a product called scarguard on the affected areas. She had used product previously with no problems.